Event description:
When device is switched on, immediately there is a continuous beep and the backlight is on. After replacing display board, problem is solved. Error 43 (lcd controller communication error) and error 45 (lcd load pump voltage error). More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. Several error 43 and 45 were found which could have contributed to the reported event. The device was not sent back for investigation as repairs were performed locally. Due to the reported issue and as per technical manual instructions, recommended repair action was to replace the display board. However as neither device or part were returned for investigation and with no other evidence, the root cause of this event cannot be identified. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.